Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the jaws would not close when the handle of the 2 clip appliers were squeezed. The clips remain open and malformed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.